Event description:
It was reported that during a paroxysmal atrial fibrillation a faradrive steerable sheath was selected for use. During the procedure, upon aspiration of the sheath when the farawave catheter was inserted, air was continuously pulled into the syringe, indicating a leak in the sheath. The issue continued through several syringes. The farawave was removed, hemostatic valve appeared normal, and the farawave was reinserted, and the air ingress issue persisted. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not going to be returned for laboratory analysis as it was disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.